Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a critical block error alarm. After the initial alarm, the insulin pump had subsequent anomalies such as suspending therapy in a way that contradicted the programmed settings. The blood glucose at the time of the incident was 9 mmol/l. The customer was assisted with troubleshooting but the issues were not resolved. The insulin pump was returned for analysis.